Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2012-84428.

Event description:
It was reported that the customer experienced blood glucose levels as high as 32.8 mmol/l, causing her to be hospitalized. Prior to the event, the customer treated her blood glucose with 10.0 and 5.0 unit injections after being woken up by people knocking on her door. The customer felt that she would've gone into a coma if people would not have knocked on her door. After medical treatment, her blood glucose reading was 8 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but failed the high pressure test. The customer also reported lots of air bubbles in the reservoir. Gave the customer suggestions to reduce the amount of air bubbles in the reservoir. Nothing further was reported.